Manufacturer narrative:
(B)(4). The cassette was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device. This occurred during the initial drain while the home patient (hp) was connected. During troubleshooting there was nothing unusual noted with the setup. The technical service representative (tsr) assisted the hp to reset the alarm. The hp would reset up with new supplies. The tsr advised the hp to call their pd nurse (pdn) for further medical instructions. There was patient involvement; however, there was no patient injury or medical intervention.no additional information is available.